Manufacturer narrative:
It was reported from a literature review of the paper: "acetabular liner dissociation: a case report and review of the literature" by parkar et al, that 5 years after a tha procedure patient had a fall and presented with a new onset of pain. Radiographs showed radiolucency medial to the femoral neck in association with an eccentrically placed femoral head lying in contact with the acetabular metal shell. Careful evaluation of the radiographs showed that this radiolucency was consistent with a pld. During revision surgery, the acetabular liner was found to be dissociated. The affected complaint devices, used in treatment, were not returned for evaluation. Therefore a product analysis could not be performed. As device information was not made available, device history record and complaint history review cannot be completed. There is no information that would suggest the devices failed to meet specifications. A relationship, if any, between the devices and the reported incident could not be corroborated. No medical documents were received for investigation. Therefore no medical assessment can be performed at this time. Based on this investigation, the need for corrective action is not indicated. Per the author, dissociations are believed to be either from femoral neck impingement against the polyethylene liner or edge loading resulting in fatigue failure of the locking mechanism. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should the devices or additional information be received, the complaint will be reopened. We consider this investigation closed.

Event description:
In a scientific publication, parkar et al. 2019, "acetabular liner dissociation: a case report and review of the literature" it was reported that 5 years after a tha procedure patient had a fall and revision surgery had to be performed postoperative period but presented with a dislocation of his tha within a month of his operation. He underwent closed reduction under general anesthesia but unfortunately, continued to have persistent instability, and hence a month later the patient underwent a second revision in which femoral head was implanted.